Manufacturer narrative:
Follow-up #1: date of submission: 06/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: during investigation, a leak test was performed and failed. A leak was found around the display lens. The keypad was removed and there was no evidence of moisture. The pump case was removed and there was corrosion found on the keypad connector and on the keypad flex cable. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad. The pump case was found to be cracked and the pump powered on to a dim and discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.